Event description:
An implant card from (B)(6) was received indicating that the patient had a full replacement due to battery depletion and high impedance was observed. So the patient had a full replacement. No additional or relevant information has been received to date. The explanted devices have not been received for analysis.

Event description:
The explanted products have been discarded. No additional or relevant information has been received to date.